Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported the patient experienced withdrawal symptoms last year (from the time of this report) at the same time as a hip dislocation. The health care provider (hcp) revised the catheter at that time. A catheter revision was performed on 2014 (B)(6). However, it was noted, the patient was afraid the hcp would not be willing to do another revision because, the hcp considered the case to be high risk. (See manufacturer report # 3004209178-2015-10110 for the report of the infection the patient developed after the revision). The drug being delivered via the pump was gablofen. Additional information has been requested regarding the patient¿s outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.